Manufacturer narrative:
Analysis was performed on the returned device. The reported core separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned device analysis, a definitive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a guide wire separation include, but are not limited to, tensile strength, excessive force applied to device, interaction with accessory device, and/or interaction with challenging anatomy. It was noted that the fracture face of the separated guide wire was jagged, suggesting force against resistance. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the anterior descending artery. When a 3cm .014 hi-torque bmw guidewire (gw) was advanced in the anatomy the gw was noted to separate with part of the wire inside the 5f guiding catheter and the other part in the vessel. Therefore, the separated wire was retrieved with a coronary balloon, and the gw was replaced with a same sized .014 hi-torque bmw gw, but the same exact issue occurred. The physician decided to replace the batch of bmw gws with a new batch of the whisper ms gw, and the procedure was completed. There were no adverse patent sequela nor clinical delay reported. No additional information was provided.